Event description:
The patient was injected with 1.5cc (nlf) + 0.8cc (perioral area) of radiesse on (B)(6) 2012. A 1/2 of a tenth of a cc of lidocaine was used to mix the radiesse syringe; barely see and mix together. The problem is at the injected area, bottom left sides of mouth - red and swollen. ((B)(6) stated that she tends to do the left side of the patients first). The patient has redness in both nlfs. The patient has rosacea and redness is decreased where the radiesse is. This is a patient that is in and out of town. Dr. (B)(6) saw the patient on (B)(6) 2012 and prescribed kelfex 250mg 10 days q.i.d.

Manufacturer narrative:
(B)(4). Additional syringe used: part number 8069m0k1, lot 1028316, exp 08/2013. Date of manufacture: 08/2011. At the time of the report the patient is resolved.